Manufacturer narrative:
(B)(4).

Event description:
It was reported that app closes when selecting alerts occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.